Manufacturer narrative:
UDI: not available due to manufacturing age of device. (B)(4).

Event description:
On (B)(6) 2007, a 23 mm trifecta valve was implanted in the aortic position. On (B)(6) 2016, the patient reported increased dyspnea prompting an echo which revealed an ejection fraction of 55-60%, trace ar and a mean gradient of 37 mmhg. Increased velocities were also noted (4.3 m/s in (B)(6) 2016, 4.6 m/s in (B)(6) 2016) in addition to other findings related to the native mitral valve. The patient was referred for a valve-in-valve assessment on (B)(6) 2016 and was determined to be a candidate for a repeat avr in addition to a concomitant mvr. On an unknown date, the 23 mm trifecta valve was explanted. (Clinical study patient (B)(6))

Manufacturer narrative:
(B)(4). The results of this investigation concluded all three leaflets contained calcifications and tears. There was fibrous thickening of all three leaflets. No inflammation was present in the valve. A review of the device history record showed the device met specifications prior to leaving sjm manufacturing facilities. There was no evidence found to suggest the cause of the fibrin, calcifications, and tears were due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.

Event description:
On (B)(6) 2007, a 23mm trifecta valve was implanted in the aortic position. On (B)(6) 2016, the patient reported increased dyspnea prompting an echo which revealed aortic stenosis, an ejection fraction of 55-60%, trace ar and a mean gradient of 37mmhg. Increased velocities were also noted (4.3 m/s in (B)(6) 2016, 4.6 m/s in (B)(6) 2016) in addition to other findings related to the native mitral valve. The patient was referred for a valve-in-valve assessment on (B)(6) 2016 and was determined to be a candidate for a repeat avr in addition to a concomitant mvr. On (B)(6) 2016, the 23mm trifecta valve was explanted. The patient was discharged on (B)(6) 2016. (Clinical study patient ID: (B)(6)).